Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A synergy¿ drug-eluting stent was advanced to treat a lesion. However, during advancement of the device over the guide wire, it was noted that the stent has collapsed on the balloon. The physician decided to deploy the stent as it is and the procedure was completed. No patient complications were reported and the patient's status was stable. The patient has already recovered from the procedure.